Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer cannot remove the battery cap from the insulin pump. The battery compartment was damaged. The battery was almost dead. The customer's blood glucose was 112 mg/dl. Later, the same day, the customer called and stated that they were able to remove the battery cap and would like to cancel the order for a replacement insulin pump and instead just get a replacement battery cap. Assistance was provided. Nothing further was reported.